Event description:
According to a report received from user facility, the pump was being serviced in the clinical engineering department when the pump emitted a burning smell and the circuit breaker tripped. The engineer promptly disconnected the pump from power and inspected the pump. The engineer reportedly found the pump was leaking fluid from a crack in the case. The engineer also reported finding heat damage inside the pump. As the event occurred during servicing, there was no patient involvement. No patient or clinician injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).